Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring broke. They stated that they were using the c-ring in the appropriate use and it cracked. The c-ring was the ceramic coated c ring. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. The jaws did not become engaged with the c- ring. There was no patient injury. Minimal delay in case to open a new kit.

Event description:
N/a

Manufacturer narrative:
Tw#(B)(4) updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 03/03/2025. An investigation was conducted on 03/04/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The ceramic c-ring was observed to be split down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula due to the retention rib. It was determined that the break was a clean break running along the back rib of the c-ring with no missing pieces noted. Based on the returned condition of the device as well as the evaluation results, the reported failure "break- ceramic c-ring" was confirmed. The lot # 3000423620 history record review was completed. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.